Manufacturer narrative:
(B)(6). The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that various adapters were broken on the electric pen drive system including the electric pen drive device, the hand switch device and the cable device. According to the reporter, the motor on the electric pen drive device was activated without the operator giving the device a start. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned to the service center. The device was functionally tested by the service center. No further investigation was completed. This issue has been escalated to CAPA.